Event description:
It was reported that during an unspecified surgical procedure, it was observed that the fms vue fluid management system fms connect interface cable device was not recognized by the shaver system. During in-house engineering evaluation, when performing the functional test, a shaver hand piece and an fms vue pump was used to test the functionality of the device but when activating the shaver, the suction function failed to work. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary: both photo and the complaint device were received and evaluated. The photo investigation revealed that the device was in used condition along with its shipping label, however, it was not possible to verify the issue reported. The photo did not contain enough evidence. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cord, connector and pins are in good condition. When performing the functional test, a shaver hand piece and an fms vue pump was used to test the functionality of the device, when activating the shaver, the suction function failed to work. The overall complaint was confirmed as the observed condition of the fms connect (vue) would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to wear of device's internal components, however this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.